Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse discovered that the wash buffer tubing from the wash pump to the wash tower had a hole which was leaking wash buffer into the ventilation fans in the cabinet below the analyzer. The fse replaced the tubing and disconnected the fans in the cabinet. The customer performed qc and results were within specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) indicating that the customer noticed sparks and a strong electrical smell coming from the access 2 portion of access 2i (lxi) immunoassay system. The fire department was not dispatched. There were no flames or fire, and there was no injury to user in this event.